Event description:
It was reported that the pt experienced skin erosion and subsequent infection of the generator. The pt also experienced numbers and pain at the neurostimulator site. The pt's device sys was explanted. It was reported that the pt tolerated the surgical procedure, and had no complications. The pt recovered without sequela.

Manufacturer narrative:
.